Event description:
The biomed tech called into our technical service center on (B)(6) 2014 and reported that during an annual preventative maintenance (pm) the 2008k2 machine had completed self-tests, however, the tech noticed a burning smell. The actuator/test had flames coming from the card cage. The 2008k2 machine was taken off of the hemodialysis floor while being serviced; this was during a pm. According to the tech there was no pt involvement.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.